Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 (mg/dl) following an infusion site change. A correction bolus was delivered to address bg level. The customer reported system check with tandem technical support indicated the pump was performing as intended. It was recommended that the customer change their infusion site; however, the customer declined.